Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery (lcx). A 2.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). During the initial inflation at nominal pressure for 5 seconds, the balloon ruptured, but it was retrieved safely using normal method. The procedure was completed with another of same device. No patient complications were reported.